Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The stent was received deployed with struts expanded inside a protective sheath. A second stent can be seen partially deployed inside the stent. The delivery system did not return for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one 2.25x38mm onyx frontier coronary drug eluting stent to treat a lesion. Difficulties were encountered when removing the device from the hoop. The protective sheath was not removed in accordance with the IFU. The protective sheath was kept on the stent. The stylette was removed. It was reported that the stent failed to deploy. The device was used without removing the protective sheath. An inflation pressure of 16 atm was applied, but there was no expansion of the stent. An attempt was made to insert two more non-medtronic balloons and another 2.25x12mm onyx frontier stent. It was thought that there was a deployment problem, and the two balloons and the 2.25x12mm onyx frontier stent were being used to try and expand the 2.25x38mm onyx frontier stent. At this stage it was not known that the protective sheath was still around the stent. The new 2.25x12mm onyx frontier stent was attempted to be placed inside the 2.25x38mm onyx frontier stent but was impossible to inflate the system because of the remaining initial sheath. It was observed using optical coherence tomography (oct) that the stents protective sheath had become stuck around the stent, preventing them from expanding. It was noted that the sheath was transparent and not visible on the body of the stent and not visible on x-rays. It was stated that there was rapid recovery of the patient to try to remove the sheath and non-deployable stents and repeat the procedure with a new stent. The stents and the sheath have been removed from the patient. The patient was put on anticoagulant and monitored in intensive care with telemetry. The patient had to be re-hospitalized the next day due to pain. A surgical procedure was repeated two days later with a new 3.5x38mm onyx frontier stent placed upstream, with no subsequent clinical consequences. The protective sheath was removed from the new 3.5x38mm onyx stent. No further patient injury was reported.